Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 55 year old female patient, who had torn rotator cuff, underwent a revision procedure to convert from an anatomic to a reverse shoulder. During the procedure, the patient coded on the table, and the procedure was aborted. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No further information. This is 1 of 2 events for this patient.